Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor was noisy. There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor motor was replaced and sent in for investigation. The visual inspection of the compressor outer housing reveals scratches and marks on the top side, as if the housing been hitting something during some time. The housing top was dismounted and the inside reveals worn parts on the piston head. Simulated use test was preformed in a test bench and the compressor noise was reproduced, the compressor motor was still delivering air gas, but outside specification. The cause to the reported issue is due to the worn parts inside the compressor motor. The unit was manufactured in the year 2005. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).